Event description:
It was reported that the cord to the handpiece was unintentionally cut, and a nurse was shocked when she touched it, while prepping for a surgical procedure. There was no patient injury, and the planned procedure was completed successfully after a switch to another device. The nurse that was shocked received some treatment, but there was no additional/ongoing treatment required or any permanent damage reported.

Manufacturer narrative:
The cord was not returned to the manufacturer for investigation.